Event description:
In-stent restenosis of a vision stent occurred. The date of the stent implant is unk. The pci was performed to treat the in-stent restenosis and another company's stent was implanted.